Event description:
This test has recently been clia waived. None of the users are doing the quality control as the MFR recommends. The MFR states to use proteus or h. Pylori as a positive control. The distributor states to use jack bean urease as a positive control.